Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. The patient was recovering from the case of peritonitis. The nurse stated that the case of peritonitis was not related to therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j06129 and h11i25047 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.